Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2013 in site # 30. Primary stability was not achieved. The clinician states that the implant sheared off during placement. The implant was removed on (B)(6) 2013. Another implant was not successfully placed during the surgical procedure. Medical history: no significant findings.